Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-78210), ruler (m-83361) ¿ as found condition: the pipeline flex braid was returned for analysis withing shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. In addition, the middle section of the braid was found to be fully opened and no damage. No other anomalies were observed. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at middle section as the middle section was found to be fully opened and no damaged. The pipeline flex braid ends were found to be fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. It's likely that the severe vessel tortuosity may have contributed to the reported issues. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the pipeline damage and failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex was kinked and failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery c7 segment with a max diameter of 6mm, a 5 mm neck diameter, and landing zone was 2.8mm distally and 3.6mm proximally. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure slowed blood flow in the aneurysm. It was reported that the blood vessel was relatively tortuous. After the microcatheter was in place during the operation, the ped-350-20 stent was delivered and deployed in the target anchoring vessel. When the stent was deployed to the middle section, a kink occurred. The surgeon tried pushing, pulling, adjusting, retracting and deploying it, but it still could not open. The pipeline middle section was positioned in a bend. More than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other device required to open the pipeline. The surgeon then resheathed and removed the stent with the microcatheter and replaced it with another one to complete the surgery. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter.